Manufacturer narrative:
Further information was requested but not received.

Event description:
During a remote follow up, episodes of noise were noted on the right ventricular (rv) lead. Technical support was contacted suspected lead damage. Technical support recommended lead replacement to resolve the event. The rv lead was replaced to resolve the event. The patient was stable. Further information has been requested but has not yet been received.

Event description:
Additional information was received indicating the episodes of noise resulted in oversensing. Lead damage was suspected. The rv lead was capped and replaced to resolve the event.